Event description:
No new information.

Manufacturer narrative:
Additional data: d4, d9, h3, h4. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that the tip of an avs pl spacer inserter fractured intra-operatively and that the tip was retrieved from the patient. The procedure was completed successfully with a two minute surgical delay and no adverse consequence to the patient.